Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that he has not been feeling well since his device was replaced. The patient indicated that he intermittently feels, "shortness of breath, dizziness, heaviness in the chest around the device and low energy". The patient also indicated that he felt better for a few days after receiving a "shock" from the physician. The device remains in use. No further patient complications have been reported as a result of this event.